Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault. On (B)(6) 2024 a replacement lens of a longer length was implanted. Reportedly, "status of the eye: uveitis and increased iop which is being monitored." The problem was resolved. The cause of the event was reported as other - 'diameter size'.